Manufacturer narrative:
Event date: exact date unknown, event occurred a year ago.

Event description:
It was reported that the patient had extended ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned as it kept by the medical facility.